Manufacturer narrative:
Additional removed components: model#: rha-s2. Surgery report and patient films were reviewed and indicate that the implant loosening was due to improper sizing at primary surgery.

Event description:
The rhead radial head implant from the uni-elbow radio capitellum system was revised to address the radial head loosening.